Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens in the patient's right eye. The lens was removed due to high vaulting and anterior chamber shallowing. No problem with patient's pressure. The surgeon used the same incision to remove the lens and no suture was used. The lens was exchanged for a same model, same power but smaller diameter lens. Reporter stated no lens malfunction.

Manufacturer narrative:
(B)(4). Method: lens work order search medical review. Results: a lens work order search was performed and no similar complaints were found within the same work order. Medical review - review of this file indicates that the icl exhibited a high vault in this patient. The icl was exchanged with a shorter lens which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. Conclusions - (no device failure): based on the complaint history, work order search, medical review, it was determined that the most likely root cause for the event was inaccurate white to white measurements as the result of difficulty in clinical sizing. (B)(4).